Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: heartrail jl4 6f. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the nc traveler coronary dilatation catheter instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the concentric, moderately tortuous, moderately calcified, 99% stenosed, distal left anterior descending artery. After preparation of the balloon inside the anatomy, during pre-dilatation with the 2.5 x 15 mm nc traveler balloon catheter, the balloon ruptured on the first inflation at 8 atmospheres. There was no resistance during advancement of the balloon catheter to the lesion. The device was removed from the patient anatomy and it was confirmed there was a pinhole in the balloon. A non-abbott balloon catheter was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.